Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer verified the issue, found thermal damage on the retractor band, and replaced it along with the module controller and controller board, but the drawer still showed a different configuration. Transferred cubies to a new drawer, removed and replaced the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient, causing a delay in dispensing the medication and requiring the nurses to go to a nearby station. There were no adverse events or injuries reported based on this event.